Event description:
It was reported that the customer had a keypad unresponsive on the insulin pump. The customer's blood glucose level was unknown mg/dl. The patient say her buttons are sticking and it is affecting the delivery of insulin. The customer doesn't have insulin pump in her possession, she would have to call back for troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.